Event description:
New information received notes the atrial lead hit a low pacing impedance limit, triggering an alert. Noise reversions and inappropriate mode switching were still observed. The physician planned to continue monitoring the patient. No intervention was planned. The patient had no issues before, during and after interrogation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate mode switching due to noise was observed on the atrial lead. The lead was being monitored. There were no patient consequences.